Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation of the returned sample noted one opened (no original packaging), used silicone foley. It was noted that there was a 0.0665" hole over the drainage lumen 0.4550" from the bifurcation. This does not meet the specification "shaft shall be free of kinks, cuts, tears and irregular surfaces." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter."

Event description:
It was reported that urine leaked from the hole between the shaft and the catheter funnel on the 29th day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine leaked from the hole between the shaft and the catheter funnel on the 29th day of use.